Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter is confirmed and was determined to be due to a bunched catheter. One 4 fr s/l groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed the catheter was assembled with its nxt connector, and some use residues were observed within the device. A functional test of attempting to infuse the catheter with water using a 12 ml syringe revealed the catheter to be occluded. The catheter was subsequently disconnected from the proximal segment of the nxt connector. A microscopic observation revealed the catheter to be rolled and bunched up where it connected with the metal cannula of the proximal connector piece. After the distal connector was cut in half it was observed that the compression sleeve was not in its proper position as it was not locked in its distal location after use. After a microscopic observation of the device inside the distal nxt connector, the distal connector piece was cut in half lengthwise to examine the inside of the connector. The complaint of an occluded groshong catheter is confirmed. The catheter may have difficulty with infusion if it is pushed too far onto the metal cannula during the assembly process of the catheter to its connector. H3 other text: evaluation findings are in section h.11

Event description:
It was reported that after the catheter was implanted and connected to the catheter connector, when the catheter was connected to a syringe and attempted to be infused with heparin saline solution, the infusion could not be performed. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported that after the catheter was implanted and connected to the catheter connector, when the catheter was connected to a syringe and attempted to be infused with heparin saline solution, the infusion could not be performed. There was no reported patient injury.